Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the patient was sutured, the needle and suture joints fell off, resulting in the suture being unusable. There was no patient injury.